Event description:
The customer reported that the mx500 monitor shows a message of speaker malfunction. The device was used for monitoring at the time of the alleged malfunction. No patient or user harm was reported.